Event description:
It was reported the lead had high impedance, lead crush and was not pacing. The lead was attempted to be repaired which was unsuccessful. The pace/sense portion of the lead was capped and a previous implanted pace/sense lead was reinstated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) implanted: (B)(6) 2003; 4568 implantable pacing lead implanted (B)(6) 2003; 4196 implantable pacing lead implanted (B)(6) 2009.